Event description:
It was reported that upon performing a refill, the pump was filled pump with 2000mcg/ml concentration and left programmed with 500mcg/ml and same daily dose. Due to this, the patient received a 400% increase in the daily dose. The patient was in the ICU at the time of the report and they were preparing to do a system content removal procedure and fill the pump with the 500mcg/ml concentration again. The drug being delivered via the device was baclofen. It was later reported that on (B)(6) 2013, a "clear the internal pump tubing" procedure was performed at approximately 845 to 900 a.m. The reporter indicated that "I was told that the correct drug 500 mcg/ml was already in the pump, and the intent was to flush out the 2000mcg/ml drug from the tubing and catheter." The reporter noted only being involved in the flushing procedure and was unsure of the patient status as of (B)(6) 2013. The medication in the pump was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).

Event description:
It was later reported that patient had been intubated and nonresponsive. At the time of the report, the patient had been extubated and was receiving her maintenance dose of baclofen.

Manufacturer narrative:
(B)(4).